Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that continuous curvilinear capsulorhexis incision misalignment occurred in the unknown eye of a patient intraoperatively during cataract surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported event. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to nonconforming printed circuit board. The manufacturer internal reference number is: (B)(4).